Event description:
A burn on the vaginal wall occurred during surgery related to the use of the enseal device used for tissue-sealing and hemostasis. It is a bipolar instrument that provides high compression jaw and tissue energy. The physician did not see as a device defect but due to redundant mucosa. FDA safety report ID# (B)(4).